Event description:
On 05/27/2009, the pt reported that her infusion device did not deliver her bolus and she was "not getting any insulin." She stated that her blood glucose elevated from 280 mg/dl to 400 mg/dl. She stated that elevated blood glucose began in 2009 and lasted through four days when she switched to her backup infusion device. Within 2 hours of switching to the backup device her blood glucose returned to normal (90-140 mg/dl). The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.